Event description:
It was reported that this pacemaker reverted into safety mode. Technical services (ts) reviewed the device data and confirmed the device entered into safety mode. Device replacement is expected in the near future and return for analysis were recommended. No adverse patient effects were reported. This pacemaker remains in service.